Event description:
It was reported that the user had been consistently announcing meals as ¿less than," leading to maladaptation of the meal algorithm and recurrent hypoglycemia with a blood glucose reading in the 50 mg/dl that prompted a guided factory reset of the pump. Customer care provided support that included a review of use history and a remote troubleshooting session culminating in a factory reset to restore baseline algorithm settings. Investigation of this case revealed that incorrect meal announcements contributed to inappropriate insulin delivery and hypoglycemia, and that the device functioned as designed after the reset. Symptoms included with dizziness and headaches associated with hypoglycemia. Outcomes included no medical intervention or hospitalization. It was concluded, based on established findings for similar reports, that user behavior leading to algorithm maladaptation was the cause.